Event description:
Customer reported that button required multiple attempts to press before screen would activate, and the touchscreen was scratched, affecting readability, along with frequent disconnections from cgm. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and tandem technical support documented the issue but did not take corrective actions.